Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was cracked, bent but was not broken off. As a result of evaluation of omsc, there was no malfunction which caused or contribute to a death or serious injury.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. The probe of the subject device was broken off. The fragment was retrieved. An another similar event occurred. There was no patient injury reported. This is the report regarding the breakage of the probe. This is the second one of two reports.